Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there had been concerns with capping on the new flex trachs. When patient had a strong cough, the cap became easily disconnected and that the connection did not seem as secure as previous. The nurses have been replacing the cap multiples times on the trach throughout their shift. The user capped a trach and indeed, a strong cough(simulated) popped off the cap. When the inner cannula was removed, the cap stayed on very well as it sat close to the flange but very difficult to remove. It appeared the protrusions of the inner cannula were interfering with a secure connection. There was no patient injury.